Event description:
Hls kneetec revision after approximatively 4 years and 4 months due to a breakage of the patella at the level of the 3 pins.

Manufacturer narrative:
Per -2830 final report the device has not been returned to corin. Thus, the investigation is based on the x-rays provided. The relevant device manufacturing record has been identified and reviewed. It was found that the ipatella was manufactured in (B)(6) 2015 and conformed to material and dimensional specifications at the time of manufacture. History of the patient: · first surgery on (B)(6) 2015 · patient fell down around march 2019 · revision surgery done on (B)(6) 2020 the results of the investigation that corin carried out: looking at the post-operative x-rays, the patellar implant seems well implanted in the bone. The pegs may have been weakened or broken during the fall. On the control radio, it is impossible to see if there has been a break or cracking of one or more pegs. We didn't receive the broken patellar implant to do more control. Conclusion: consequently, the root cause could be attributed to an external factor (the patient fell down in the stairs). This case is now considered as closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
The x-rays, operative notes, device manufacturing record have been requested. The device explanted is not available. Information will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Hls kneetec revision after approximatively 4 years and 4 months due to a breakage of the patella at the level of the 3 pins.